Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to the fan thermal fuse failure. The investigation is ongoing, and a supplemental report will be submitted upon completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the halogen light source was not functioning. There was no patient harm associated with the event. The device was returned and evaluated, and it was found that when the switch was turned on, the fan did not turn, and the lamp did not light up. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the customer¿s allegation was confirmed. It was determined that the phenomenon occurred due to defective thermal fuse. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.